Event description:
A temperature sensing catheter was placed in the emergency department without difficulty. The patient (with a history of multiple abdominal and bladder surgeries) was admitted to critical care. The patient's nurse observed that the patient was having decreased urine output during the course of the shift. The nurse discussed this with the physician and the physician did a bedside ultrasound and stated there was fluid present. The physician requested that the nurse irrigate the foley and this was performed using 50cc of sterile normal saline. 325cc of greenish tinted urine was obtained. The temp sensing foley was removed and replaced with a regular foley catheter.